Event description:
Hosp biomedical staff report the device will not power on in battery mode; with ac power attached the device turns on without request and goes into continuous reset. The device does not respond to any button presses. The device was not used on a pt.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.